Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's a1c test measured 8.3 and a healthcare provider advised the customer to adjust the basal setting. Tandem technical support assisted the customer with the setting change. Blood glucose was 137 mg/dl.